Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2016-11043. (B)(4) . On (B)(6) 2016. It was reported that there was restenosis of the lesion. An 2.1 mm jetstream® xc atherectomy catheter and a 2.4 mm jetstream® xc atherectomy catheter were selected for an atherectomy procedure in the distal superficial femoral artery in (B)(6) 2014. The lesion was 6 mm x 40 mm, had 90% stenosis and was classified as a tasc ii lesion. A percutaneous transluminal balloon angioplasty (pta) was performed. There was 0% final residual stenosis following the initial procedure. However, in (B)(6) 2016, 91 days post procedure, right superficial femoral artery restenosis was observed. This was assessed as possibly related to the jetstream devices. No further action was taken as of the time of the report.